Manufacturer narrative:
It was reported that the needle never deployed the cannula into the skin. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle never deployed the cannula into the skin.